Manufacturer narrative:
A visual examination of the returned uphold vaginal support system revealed that the suture on the blue dilator is broken an the dart was located behind the catch of the capio suture capturing device. The dart has a small amount of suture attached to it. Analysis revealed no damage to the capio suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during sacrospinous ligament fixation on (B)(6) 2016. According to the complainant, during the procedure, the needle detached while implanting the second leg. It was too small to be removed and was left inside the patient. The procedure was completed with another uphold vaginal support system device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Problem of needle detachment. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during sacrospinous ligament fixation on (B)(6) 2016. According to the complainant, during the procedure, the needle detached while implanting the second leg. It was too small to be removed and was left inside the patient. The procedure was completed with another uphold vaginal support system device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.